Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 47mg/dl. The customer states they treated with food and glucose tablets. The customer's most current level was 94mg/dl. The customer declined to troubleshoot the device. The customer would be calling back at a later time if issues persist.